Event description:
It was reported this was an arteriotomy closure of the calcified left common femoral artery using the pre-close technique via a 6fr sheath hole prior to an interventional procedure. Reportedly, the prostyle device foot did not retract fully, causing resistance when device removal was attempted. The device was pulled out of the artery, causing marginal increase in the puncture site, treated by the insertion of a 10fr sheath. The sutures of a new prostyle and a proglide device were successfully pre-placed. The procedure was completed. Hemostasis was achieved with the pre-placed prostyle and proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty retracting the foot was not confirmed. Difficult to remove the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, force was applied to remove the device. It should be noted that the electronic prostyle instructions for use (IFU) states: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. In this case, it is unknown if the IFU deviation would have contributed to the reported difficulties. The investigation determined the reported difficulties appear to be related to challenging anatomical conditions. The subsequent treatment and patient effect appears to be related to circumstances of the procedure. The patient effect of tissue injury is listed in the prostyle IFU as a potential adverse event associated with use of the suture mediated closure devices. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.